Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the egypt. It was reported that the patient faced issue with infusion set on (B)(6) 2026. Infusion set tape not sticking and set fell down. No further information is available.